Event description:
It was reported that prior to a percutaneous coronary intervention, stent dislodgement occurred. As the 2.75x20mm taxus liberte stent was opened and prepped for use, it was noted that the stent was not mounted on the balloon. The procedure was completed with another 2.75x20mm taxus liberte stent. No patient complications were reported and the patient status is stable.

Event description:
It was reported that prior to a percutaneous coronary intervention, stent dislodgement occurred. As the 2.75 x 20 mm taxus liberte stent was opened and prepped for use, it was noted that the stent was not mounted on the balloon. The procedure was completed with another 2.75 x 20 mm taxus liberte stent. No patient complications were reported and the patient status is stable.

Manufacturer narrative:
Device is a combination product. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer - return product consisted of a taxus liberte stent delivery system (sds) with the original inner pouch and carrier tube (hoop). There was contrast under the balloon folds and blood inside the guidewire lumen. The balloon was tightly folded with stent impressions on the surface of the balloon between the markerbands. The stent was not returned for product analysis. Inspection of the remainder of the device presented no other damage or irregularities. Although it was reported that the device was not used, the presence of blood in the guidewire lumen and contrast under the balloon folds are indicative of handling beyond simply unpackaging the device, as was reported. There was no evidence of any material or manufacturing deficiencies contributing to the reported event. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).